Event description:
It was reported that ongoing air bubbles were observed within the canister. Customer primed the tubing to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.